Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 08/15/2017. Device returned to manufacturer?: yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye showed the product is cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a tecnis symfony multifocal intraocular lens (iol), model zxr00 23.0 diopters, was implanted into the patient's right eye on (B)(6) 2017. The lens was explanted on (B)(6) 2017, because the patient is having trouble with their vision. An incision enlargement was required at explant. No other complications were reported and the patient was doing well at discharge. The lens was replaced with the same model, a smaller 21.5 diopter lens. No additional information was provided.